Manufacturer narrative:
Investigation summary: boston scientific concludes that although the complaint lead was not returned to boston scientific and analysis has not been performed, the primary reported observation is addressed in product labeling (e.g. Instructions for use). Therefore, well-understood factors likely contributed to the event. Oversensing is a known inherent risk of the use of this product. Device history record review: a review of the manufacturing documentation for this device was unable to be performed as the serial number is unknown. Device technical analysis: the complaint lead was not returned to boston scientific therefore, product analysis could not be performed. However, oversensing has been observed with this product previously and is a known inherent risk associated with its use and is documented in the product's labeling. Device risk review: a risk review was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Device labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: at this time, no further actions are considered necessary as oversensing is a known inherent risk of the use of this product and this is documented in the labeling.

Event description:
It was reported that this patient previously had a downgrade from a cardiac resynchronization therapy defibrillator (crt-d) to a cardiac resynchronization therapy pacemaker (crt-p) due to over-sensed noise from this right ventricular (rv) lead. This rv lead was surgically capped and left in situ. Recently, the patient has experienced rapid ventricular tachycardia, and the physician contacted boston scientific technical services (ts) to evaluate whether this capped rv lead could still be functional enough to use with a crt-d or if a subcutaneous implantable cardioverter defibrillator (s-ICD) would be more appropriate. Ts confirmed that while the pacing portion of this lead was functional, the shock portion of this lead could be evaluated invasively. Should any abnormalities be observed, ts recommended either implanting a new rv lead, a new crt-d, or considering an implanting an off-label subcutaneous array (if clinically appropriate). Extensive screening was recommended for a s-ICD system as unipolar pacing with a pacemaker is contraindicatory. Additionally, it was noted that the left ventricular (lv) lead has exhibited elevated capture threshold measurements. At this time, this rv lead remains implanted, but capped and out-of-service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient previously had a downgrade from a cardiac resynchronization therapy defibrillator (crt-d) to a cardiac resynchronization therapy pacemaker (crt-p) due to over-sensed noise from this right ventricular (rv) lead. This rv lead was surgically capped and left in situ. Recently, the patient has experienced rapid ventricular tachycardia, and the physician contacted boston scientific technical services (ts) to evaluate whether this capped rv lead could still be functional enough to use with a crt-d or if a subcutaneous implantable cardioverter defibrillator (s-ICD) would be more appropriate. Ts confirmed that while the pacing portion of this lead was functional, the shock portion of this lead could be evaluated invasively. Should any abnormalities be observed, ts recommended either implanting a new rv lead, a new crt-d, or considering an implanting an off-label subcutaneous array (if clinically appropriate). Extensive screening was recommended for a s-ICD system as unipolar pacing with a pacemaker is contraindicatory. Additionally, it was noted that the left ventricular (lv) lead has exhibited elevated capture threshold measurements. At this time, this rv lead remains implanted, but capped and out-of-service. No additional adverse patient effects were reported.